Event description:
The customer reported the 7900 system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No additional info was provided.